Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported that the surgeon reported the image is inverted using a 30 degree scope and they are unable to flip it. Intuitive technical support engineer (tse) walked customer through removing the camera from universal surgical manipulator (usm), and had them press the port clutch button. Camera was reinstalled and the image returned to the normal orientation with no further issues. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. Intuitive technical support engineer (tse) walked customer through removing the camera from arm, and had them press the port clutch button. Camera was reinstalled and the image returned to the normal orientation with no further issues. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.